Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. The patient experienced a growth in seizure intensity up to probably four seizures in one day. It was noted this was possible related to programming. The patient was hospitalized and event resolved without sequelae (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was hospitalized for four days.